Event description:
Boston scientific received information that during a device procedure, when this atrial lead was removed from the device header, visual inspection revealed insulation damage at the terminal pin area. The physician had applied gentle force to remove the lead, however the distal setscrew may not have been loosened. The lead was interrogated with the pacing system analyzer and normal measurements were obtained. When the lead was inserted into the replacement device, the insulation damage was obvious. In addition, a gentle tug on the lead moved the lead allowed movement of four or five millimeters. As there was concern this issue could contribute to header fluid contamination; a decision was made to surgically abandon and replace this lead. The patient with this lead has normal sinus rhythm and there was no asystole. No adverse patient effects were reported.

Manufacturer narrative:
As there will be no return of product, boston scientific cannot confirm nor deny this reported observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.